Event description:
The customer stated that she has been hospitalized several times due to hyperglycemia. Troubleshooting was performed and the programming on the insulin pump was correct. No site or set problems were found. The insulin pump passed the prime and high pressure tests. The customer states she will speak with her dr regarding the troubleshooting that was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.